Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) reported that auxiliary drawer 4.2 had failed. Upon arrival, no active failure was observed. The rx technician stated that pocket b4 had failed, which caused the entire drawer to register as failed. The technician repeatedly pressed on the cubie lid until the system registered the cubie as closed. The fse instructed the technician to unload the cubie, replace it with a new cubie, and reload the medication. The medication was successfully loaded with no further failures observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer would not open, user tried to recover but stated maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.